Event description:
It was reported that the patient had been in overdischarge for almost 9 months to 1 year. The patient relocated after she was implanted and the device had been in overdischarge since (B)(6) 2011. The patient first reported this to the manufacturer back in (B)(6) 2011. In (B)(6) 2012, the patient met with a manufacturer's representative who instructed her on how to do the physician mode recharge. The patient had since done about 6-7 physician mode recharges at home by herself (but had not done them sequentially. A couple of times she had done two hours at a time, but never more than that) and had not been able to get her implantable neurostimulator (ins) out of overdischarge. Attempted to use antenna locate feature this did not resolve ins suspected overdischarge. The health issues were primary the reasons for overdischarge (patient illness, unable to charge). The patient met the manufacturer's representative, and they performed the physician mode recharge but were unsuccessful. The batter was parallel to skin and easy to feel/palpate under skin. The patient's symptom was no stim. An ins replacement was performed in "(B)(6) 2012." The patient outcome was receiving effective therapy.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 37743, serial# (B)(4), product type programmer.